Manufacturer narrative:
41. This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 39 devices were evaluated in the field and the issue was confirmed; 33 devices had broken/damaged components, 1 device had an alignment issue, 4 devices had stripped/sheared components, and 1 device had a worn component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 41 </noe> malfunction events, where it was reported the device had reduced brake force. There was no patient involvement.

Event description:
This report summarizes <noe> 41 </noe> malfunction events, where it was reported the device had reduced brake force. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated and the issue was confirmed; there was a calibration issue. The device was repaired and returned.

Manufacturer narrative:
Through further investigation it was determined that only 40 devices experienced the reported issue. Event has been updated to reflect this change.

Event description:
This report summarizes 40 malfunction events, where it was reported the device had reduced brake force. There was no patient involvement.